Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was in bed at home, he rolled over and began receiving red heart alarms that would not clear. The patient switched power sources from the power base unit to batteries but found no resolution. Emergency services was called and confirmed that the pump was running, however, the patient felt vibrations. The patient was admitted where x-rays were taken which revealed a compromise of the perc lead at the pump end. Three days later, the hospital made a decision to exchange the pump.

Manufacturer narrative:
The patient was successfully exchanged with another lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.